Event description:
Aspirate tested gram positive [synovial fluid analysis abnormal]. Inflammatory response [inflammation]. Fullness in one knee (unspecified disorder of the knee joint). [Arthropathy]. Heat in one knee (knee warmth) [joint warmth]. Fever [pyrexia]. Fluid was withdrawn from the knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a patient (age, gender and initials are not provided). The patient had received synvisc one twice in past. On an unspecified date in 2012, the patient initialed treatment with synvisc one (hylan g f 20) injection, 6 ml, once in both knees. The synvisc one lot number was not provided. On an unspecified date in (B)(6) 2012, the patient experienced heat and fullness in one knee and also experienced fever. Fluid was withdrawn from the knee and aspirate tested was found to be gram positive. The patient experienced inflammatory response. On an unspecified date in (B)(6) 2012, the patient was hospitalized due to the events. The action taken with synvisc one treatment was not provided. The outcome for the events of "aspirate tested gram positive", inflammatory response, fullness in one knee, heat in one knee, fever and "fluid was withdrawn from the knee" was not provided. Concomitant medications were not provided. The intensity for the events of "aspirate tested gram positive", inflammatory response, fullness in one knee, heat in one knee, fever and "fluid was withdrawn from the knee" was not provided. The relationship between synvisc one and the events of "aspirate tested gram positive", inflammatory response, fullness in one knee, heat in one knee, fever and "fluid was withdrawn from the knee" was not provided by the reporting physician. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.